Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No suture or ts remain on the insertion needle or were returned for evaluation. This investigation could not identify any evidence of product contribution to the reported complaint. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.

Event description:
It was reported that the t2 pre-deployed and was not implanted, both ts were removed from the patient. An backup device was used to complete the procedure.